Event description:
It was reported that the physician performed a sling procedure used in conjunction with a laparoscopic assisted vaginal hysterectomy and a bilateral salpingo-oophorectomy in 2002. The physician performed the sling procedure first and upon dissecting the vaginal mucosa performed an inadvertent cystotomy. The physician repaired the cystotomy and demonstrated that it was watertight. He then performed an uneventful sling procedure followed by the laparoscopic assisted vaginal hysterectomy and a bilateral salpingo-oophorectomy. Post operatively the pt did well with no signs of infection or fever. The physician removed the catheter approximately two weeks later and performed a dye study, which showed a slight leak. The physician reinserted the catheter and after several days removed it again and no leak was demonstrated. The pt remained incontinent. The physician referred the pt to a urologist. The urologist performed a cystoscopy and observed that the tape was visible in the bladder. The physician believes that the edema from his bladder repair caused the bladder to swell and become weakened and permitted erosion of the sling into the bladder. The phsyician plans to remove the tape in conjunction with a urologist.